Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect free t4 generated from an architect analyzer and provided the following data: initial result was > 64.35pmol/l, repeat result was 25.45 pmol/l, sample assessment found congealed clumps. Upon high-speed centrifugation result was 13.75 pmol/l. (Customer normal range 9-19 pmol/l) per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 56001ud02, however, in-house testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 56001ud02 was identified.

Event description:
The customer reported false elevated architect free t4 generated from an architect analyzer and provided the following data: initial result was > 64.35pmol/l, repeat result was 25.45 pmol/l, sample assessment found congealed clumps. Upon high-speed centrifugation result was 13.75 pmol/l. (Customer normal range 9-19 pmol/l). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.